Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot number was provided for the device, the device history record could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted an unknown znn lag screw on an unknown date. It was also reported, that "during the implantation of a total hip prosthesis it was impossible to unscrew the znn because there was a precocious broken of the notch used to holding the screwdriver. The surgeon had to break up the femoral head to retract the nail." The surgery took place on (B)(6) 2015.

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: it was reported that during the implantation of a total hip prosthesis it was impossible to unscrew the znn lag screw because the notches were broken. The screwdriver could not be adapted on the lag screw. The surgeon had to break up the femoral head to retract the lag screw and nail. There were three x-rays (undated) received for review. The quality of all received x-rays is very poor. Therefore a meaningful analysis could not be done. There are some black areas visible in the femur. This is most possible due to the poor quality of the x-rays. Also an analysis about the bone quality could not be done. However, on all returned x-rays there is no evidence of a breakage of the lag screw notches. The surgical report dated (B)(6) 2015 describes that the lag screw notches were broken and therefore it was not possible to remove the lag screw. To solve that issue the femoral head was dislocated and a cut was performed. Afterwards it was possible to unscrew the lag screw and also to remove the nail. Devices analysis: the whole znn nailing system was returned for investigation. A visual examination for every returned product was performed. Nail: the returned znn cmn nail 11.5mmx21.5cm 130l shows strong deformation/damages on the lag screw hole. These were most possible done during the removal of the lag screw. It can be assumed that several instruments were used to remove the broken lag screw. There are also some scratches visible on the nail surface. No other abnormalities can be seen. Lag screw: the notches of the returned lag screw were completely broken off. Both broken fragments were also returned. The lag screw shows damages and deformations on the whole device. The thread part of the lag screw is damaged. The broken area of the lag screw indicates that it was tried very hard to remove the broken lag screw from the bone. On one groove of the lag screw a mark/dent can be detected. Set screw: the tip of the set screw is damaged. This explains that the set screw was not correctly placed on the grooves of the lag screw. No other abnormalities can be seen. Review of internal documents: the surgical technique zimmer® natural nail® system cephalomedullary nail describes the correct nail and lag screw implantation and extraction. Possible causes for the reported event: breakage of implant due to lack of adequate fatigue strength; breakage of implant due to lack of adequate fatigue strength due to anodization; damage of the implant (tap-stripping) due to lack of adequate lag screw design for extraction; breakage of implant due to general corrosion (crevice, pitting, galvanic); failure of surgery due to wrong selection of components or use in combination with device outside the znn cmn system. Comparison to investigation results whether it is possible and justification: possible: it could be that the notches of the lag screw broke due to fatigue; possible: it could be that the notches of the lag screw broke due to fatigue; not possible: no design issue available. Tests were performed: torsional strength evaluation of the zimmer natural nail cephalomedullary nail lag screw tab interface, material compatibility spec, design validation; not possible: the returned devices shows no signs of corrosion; possible: the reported event describes that during surgery the lag screw notches were found broken. It can be that during the implantation of the whole system the lag screw was not adapted to the lag screw inserter described in the surgical technique. No information received about the implantation of the whole znn nailing system. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported, that the patient was implanted a znn cmn lag screw 10.5x110 on (B)(6) 2012. It was also reported, that "during the implantation of a total hip prosthesis it was impossible to unscrew the znn because there was a precocious broken of the notch used to holding the screwdriver. The surgeon had to break up the femoral head to retract the nail." The surgery took place on (B)(6) 2015.